Event description:
It was reported that the patient experienced diaphragmatic stimulation due to a right ventricular lead dislodgement. The threshold was also high. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.